Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 3.9mm and left coronary cusp (lcc) was 4.4mm. The patient developed a left bundle branch block (lbbb) and a temporary pacemaker was implanted. The patient was then discharged the following day.